Event description:
It was reported that device contamination occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the device dropped on the floor. The procedure was completed with another of same device. There were no patient complications nor injuries reported.